Event description:
PICC introducer/dilator has a "ridge" at distal area of the dilator that I supposed to be smooth for entering the patient's body, the "ridge" was noted after it caused the patient pain when going in to place line. The person placing the line noticed the "ride" when she pulled it out. The package had been discarded already, but the actual dilator was saved to show the "ridge". The patient then received a PICC to another area with appropriate equipment. (B)(4).